Manufacturer narrative:
(B)(4). Testing of the incident electrode did not identify any abnormal effects. The instructions for use state that covidien does not recommend buzzing the hemostats. The IFU provides instructions to help minimize the risk of this practice.

Event description:
The customer reported that an arc and a green flame occurred at the tip of the electrode when the surgeon was buzzing a hemostat. There was no patient injury. The procedure was completed with another electrode. The generator that was in use was tested by the hospital biomed and found to function fine.